Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture thread is cut right there in the operation room. Even at the level of the needle, it detaches along with the suture thread. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: number of sutures that broke: 5 sutures number of sutures that pulled out / detached: 5 sutures when was the suture broke(in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify : the suture broke during the operation. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify : the needle detached during the operation. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) : zineb idsaid please provide us with the shipping status and the shipment tracking details. : could you please tell us if the return of the product will be at your expense. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.